Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 5.5 ti cort fix 7x45mm was received at us cq. Upon visual inspection at cq, it is observed that all the components of the screw assembly were fallen off unattached. The components show normal surface wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Functional inspection of the received device was not performed due to the received fell apart condition of the device. Visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that all the components of the screw assembly were fallen off unattached. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the DHR of product code (B)(4), lot 227016, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H4: correction.

Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: kwp;kwq; mnh; mni. Device received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, while surgeon reducing the rod during a t3-ilium the two (2) screw head disassociated from the shank. Procedure was successfully completed with surgical delay of 5 minutes. There was no patient consequence. This complaint involves two (2) devices. This report is for one (1) viper system. This report is 2 of 2 for (B)(4).